Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for service for issues with the upper case (internally) and control knobs found broken. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. Three control knobs were found broken. On visual inspection, the upper and lower case were found damaged internally. The device would not turn on. The cause was that the battery flex assy was found to be defective. The upper case, main keypad, atrial keypad, lower case, manufacturer logo, control knob (3), knob spring (3), ring attachment, and battery flex assy needed replacement. The device was sent back unrepaired as the customer did not approve the repair. If information is provided in the future, a supplemental report will be issued.